Event description:
Patient reports pump is no longer being filled. Reports it being risky to attempt removal of catheter. Also reports recent erosion through artery with major intro peritoneal bleed. Additional information has been requested regarding the described complication.